Event description:
(B)(4). "Patient is healthy (B)(6) woman who wears soft contact lenses. She developed culture positive fusarium keratitis with no known risk factors other than her contact lens wear. She resides in (B)(6) where fusarium is rare. She was using optifree replenish to clean the lenses at the time of infection. The bottle was sent for cultures, and to date has not grown any agents. Because of the recent fusarium keratitis outbreak associated with renu with moisture lock, I felt it was important to report this case." The reporting ophthalmologist was contacted. He reports patient was referred by an optometrist. The optometrist indicates the patient has a history of infiltrative keratitis with extended contact lens wear. The optometrist also states that the patient began initial use of the suspect product (B)(6) 2006 prior to complaining of symptoms on (B)(6) 2006. Prior to this, he is aware she was a renu user. The optometrist reports he diagnosed a corneal abrasion (left eye) on exam (B)(6) 2006. The patient was treated with a bandage contact lens and vigamox (every 2 hours). Re-exam on (B)(6) showed that the abrasion was resolved however there was still a large epithelial defect and the degree of inflammation and irritation still present prompted the optometrist to refer the patient to an ophthalmologist. The ophthalmologist examined the patient on (B)(6) and indicates the patient presented with 2-3 multi-focal flame-shaped fluffy infiltrates with inflammation and diffuse corneal edema, however the epithelium was intact. The ophthalmologist examined continued treatment with vigamox qid and added econopred 1% bid to the patient's regimen. Over the next week, the infiltrates worsened. The patient returned to the optometrist on (B)(6) complaining of pain and was diagnosed with a second corneal abrasion. She was again treated with a bandage contact lens. The ophthalmologist cultured the eye and added natamycin qid and fortified amphotericin b to the patient's regimen. On exam (B)(6), the patient's vision had improved from detection of hand motion to 20/300. She was fitted with another bandage contact lens with continued antibiotic and antifungal treatment. Following a re-check on (B)(6) the ophthalmologist indicates the eye is quiet and he considers it sterile, but due to a 4 mm central corneal scar, he suspects the patient will probably need a corneal transplant for optimal vision. Over the next 6 months, the patient will be re-evaluated and the need for transplant will be determined. Per ophthalmologist, the product was also cultured and no growth was detected; the product was discarded by the local laboratory. The ophthalmologist and the optometrist indicated they do not consider use of the product to be related to the events. Additional information has been requested but not received to date.

Manufacturer narrative:
No investigation, product was discarded. No lot identified. Letter with health professional and patient questionnaires to obtain additional information (including demographics, medical history, products used, event description) faxed to ophthalmologist (B)(4) 2006. Teleconference with ophthalmologist (B)(4). Questionnaires re-sent by fax and (B)(6) to ophthalmologist with telephone follow-up requesting copy of lab results and completed questionnaires (B)(4). Letter and questionnaire sent to optometrist (B)(4). Teleconference with optometrist (B)(4). Follow-up telephone call to ophthalmologist's office regarding completion of both physician and patient questionnaires (B)(4). Completed questionnaire received from optometrist (B)(4). To date, questionnaires from patient and ophthalmologist have not been received. (B)(4).